Event description:
Very ill. Autoimmune illness; I had mentor brand, silicone, high profile implants place in (B)(6) 2014. Around a month after implanting, I became very ill. I didn't have the money to remove them until this year, when I explanted as I felt I was dying from the implants. FDA safety report ID # (B)(4).